Manufacturer narrative:
Investigation is ongoing. The conclusions will be provided in a follow-up report.

Event description:
Arjo was informed about a complaint involving a lifting pole (accessory dedicated for medical beds). Following the information provided by the customer representative, a lifting handle fell off a strap, which was attached to the lifting pole. There was no indication that the reported issue occurred at time of use by a patient. No injury was reported.

Manufacturer narrative:
During the part evaluation, it was found by the arjo technician that the plastic component responsible for adjusting the length of the strap cracked and the screws got loosened causing the handle to release. The circumstances in which the issue occurred are unknown. The defective adjustable strap has the tractability mark showing that it has been manufactured in oct 2007, making the item almost 13 years old at the time when the issue occurred ((B)(6) 2020). Taking into account all the above it appears that this particular failure is the result of prolonged use of the adjustable lifting handle. There was no confirmation regarding patient involvement. The failure of the lifting pole was observed and from that perspective, the item did not meet the manufacturer¿s specification. The complaint decided to be reportable in an abundance of caution due to the lifting handle broke off.